Manufacturer narrative:
(B)(4). The available information suggests that this device remains in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The patient had been presented to the electrophysiology (ep) laboratory for a scheduled implant procedure. The pocket was closed and the measured shock impedance for this device and single coil right ventricular (rv) defibrillation lead was 130 ohms. No induction testing was undertaken at that time. Ts discussed the possibility of a dry pocket. The device was checked later in the afternoon post-procedure and the measured shock impedance was down to around 100 ohms. The next day, the shock impedance was checked again and the recorded measurements were within normal limits (80 ohms).